Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. According to the information received, the patient experienced deflation in the sal smooth rnd diap 300cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear within the shell abrasion was identified measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast augmentation surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced right deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 200cc smooth round saline breast implants on (B)(6) 2021.